Manufacturer narrative:
Precision studies were performed and precision was outside of specifications. The field service engineer cleaned tubing going to a wash station. All tubing coming from the syringes and probes were cleaned. Valves were checked and cleaned. A wash station tube was found to be damaged. The probe positions were adjusted and water height was adjusted. Precision studies were performed after these actions and was within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 18 mg/dl, which repeated as 81 mg/dl. The glucose reagent lot number and expiration date were requested, but not provided.